Event description:
Customer reported the system shut down on its own while standing idle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reorted problem, suspects imput power fluctuation. System operates as intended.